Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 407 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injections. The insulin pump was able to complete rewind. The customer stated that the no delivery alarm was resolved with infusion set change. The customer stated that they received a no reservoir alarm while performing displacement test. The customer stated that the drive support cap appeared normal. The customer stated that they went through a mammogram and a scanner at the airport. The insulin pump will not be returned for analysis.